Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
A healthcare professional reported right side rupture discovered by MRI scan. The device has been explanted.

Manufacturer narrative:
Device evaluation: "analysis of the returned device identified: underweight and broken shell. A visual and microscopic analysis was performed which identified: sharp broken on posterior, wear abrasion and missing shell. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: missing shell assessed as inconclusive and sharp broken on posterior assessed as an unidentified (tear) opening."

Event description:
A healthcare professional reported right side rupture discovered by MRI scan. The device has been explanted and replaced.